Manufacturer narrative:
The insulin pump was received with no button response due to unlocked lcd keypad connector. The insulin pump was unable to perform the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to no button response. The insulin pump was received with cracked case on the display window corner, cracked reservoir tube lip and minor scratches on lcd window.

Event description:
Customer reported via phone, the insulin pump was broken because the up arrow button was not working. Customer did the self-test in the middle of the night and the device passed. Customer stated her blood glucose readings are inaccurate and are off by 150 points. Customer's blood glucose was 170 mg/dl. Customer didn't recall any significant event which may have caused the keypad issues. The button hasn't worked as it should since the device was new. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.